Event description:
On 3/22/2007, a customer reported three occurrences of the "inner cannula coming unhooked" during patient use. The customer stated that upon inspecton, a crack was observed near the locking mechanism. The customer stated that the patients are ventilator patient, but did not indicate the ventilation was compromised. This report is associated to the third occurrence.

Manufacturer narrative:
The customer stated that the samples associated to this report were discarded; therefore, not available for investigation.